Manufacturer narrative:
Through follow-up communication it was learned that the error message displayed was about a defective fan (e26), and not the previously reported error code e04. Following this information, the event has been re-assessed as non-reportable as no device failure occurred and the situation could not cause or contribute to death or serious injury, even if this recurs.

Event description:
See initial report.

Manufacturer narrative:
A1-a5 patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.11 livanova deutschland manufactures the hc 3t system, the issue occurred in switzerland. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that heater cooler 3t system showed the error code e04 indicating temperature difference of the temperature sensors in the control/safety system is too big. The issue occurred during maintenance while checking a noisy fan. There was no patient involvement.